Event description:
Customers states she obtained back to back blood glucose values of 286 mg/dl and 57 mg/dl. Controls not run. Customer states she is feeling fine and no adverse event reported. Requested return of suspect device and replacement was sent .